Event description:
It was reported that the customer's insulin pump was damaged. The insulin pump's battery compartment was missing a big piece. Her blood glucose level was 210 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, cracked lcd window, scratched reservoir tube window, and broken battery tube threads.